Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on behalf of the patient on (B)(6) 2016 to report that on (B)(6) 2015 the patient experienced a permanent out of range signal. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Device evaluation was completed by animas on (B)(6) 2016. Investigation results were received by dexcom on (B)(6) 2016. The device was visually inspected and found no cosmetic flaw. The transmitter was placed on a walkabout box and paired with a pump. Functional testing confirmed the reported event of unrecoverable loss of antenna. The root cause was determined to be a discharged transmitter battery.